Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/13/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the dcb00 product was returned in its original folding carton package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricating material was not observed on device. No damaged was observed to the cartridge and to the device. The lens was returned outside the device. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens. No damaged and/or scratch defect was observed on lens. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was not verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, however the reported issue is unrelated to this reported complaint and evaluation of the product is still pending. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model dcb00 intraocular lens (iol) appeared scratched upon insertion of lens into the eye. The lens was removed and surgery was completed with backup lens of same model and diopter. There was no injury to the patient and no medical/ surgical interventions such as vitrectomy, incision enlargement or sutures were performed. No further information available.